Event description:
It is reported that reviewing dentist confirmed for patient to discontinue treatment. Jaw and bite issues and have an implant that hurts every time I use the aligners. These are the comments of the dentist: 1- compromises implant. 2- has created a minor overbite. Patient is contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.